Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / severe abdominal back down to thighs (once a month until end of menstrual cycle.)"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)") and menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1993, (B)(6) 1997 and (B)(6) 2013), recurrent abortion (2), nauseous, pain in extremity, headache, cramps calf and human papilloma virus test positive. Denied tobacco use. Previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included pruritus with codeine. Concurrent conditions included obesity, uterine bleeding, anemia, prediabetes, depression and hypoglycemia. Family history included breast cancer (mother), diabetes mellitus (mother), ovarian cancer (mother), hypertension (mother) and uterine cancer (mother). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 9 days after insertion of essure, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches / migraines"), alopecia ("hair loss / hair loss"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), nausea ("nausea"), pelvic pain ("pain"), weight increased ("weight gain") and irritable bowel syndrome ("gi - irritable bowel syndrome"). On (B)(6) 2016, the patient experienced complication of device removal ("were you advised of any complications from your essure removal procedure?: yes"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with tramadol, omeprazole, surgery (partial vaginal hysterectomy with bilateral salpingectomy) surgery (underwent bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved, the vaginal haemorrhage, female sexual dysfunction, headache, nausea, pelvic pain, weight increased and irritable bowel syndrome had not resolved and the complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: beginning sometime in 2014, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils also required removal of plaintiff uterus and bilateral fallopian tubes. Because of the requirement to undergo a partial transvaginal hysterectomy with bilateral salpingectomy to remove the essure devices plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) lbs. She underwent transvaginal hysterectomy, bilateral salpingectomy and cystoscopy) for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. On (B)(6) 2014, after successfully essure implantation, doctor visualized five trailing coils within the left uterine cavity and three trailing coils within the right uterine cavity. Following the requisite time period after implantation of her essure, on (B)(6) 2014, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff essure coils were in correct bilateral position and her fallopian tubes were bilaterally occluded./ correct position bilateral microtubal implants; successful occlusion bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhoea(confirming dysmenorrhea), menorrhagia(confirming menorrhagia)". Most recent follow-up information incorporated above includes: on 16-feb-2018: events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), headaches, nausea, pain, weight gain, gi - irritable bowel syndrome, were you advised of any complications from your essure removal procedure?: yes", reporter, historical condition, patient information added from pfs. Historical and concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (partial vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning sometime in 2014, plaintiff sought medical treatment regarding the symptoms. Removing of the essure coils also required removal of plaintiff uterus and bilateral fallopian tubes. Because of the requirement to undergo a partial transvaginal hysterectomy with bilateral salpingectomy to remove the essure devices plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms had resolved and that she feels much better. Diagnostic results: on(B)(6) 2014, after successfully essure implantation, doctor visualized five trailing coils within the left uterine cavity and three trailing coils within the right uterine cavity. Following the requisite time period after implantation of her essure, on (B)(6) 2014, plaintiff had an hsg (hysterosalpingogram) test performed, test confirmed that plaintiff essure coils were in correct bilateral position and her fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.